Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Volume overload was secondary to heart failure exacerbation. In regard to the driveline infection, the patient exhibited symptoms of weight gain and shortness of breath. The driveline was positive for staphylococcus aureus, and the patient was treated with IV diuretics as well as antibiotics. It was reported that the infection has not resolved and the patent was placed on daily diuretics and chronic suppressive antibiotics.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported event of volume overload secondary to heart failure exacerbation could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including driveline infection. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2025 through (B)(6) 2025 for volume overload and recurrent driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.